Event description:
The patient had two endeavor sprint rx drug eluting stents implanted on the day of the index procedure: one to the distal rca, and one to the middle rca. Approximately (B)(6) months from the index procedure, the patient experienced the event of cardiac arrest, which led to patient death. Investigator reported that the event was not related to the study device and procedure.

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).